Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 602 mg/dl, loss of consciousness, and elevated cardiac enzymes. Additionally, bg level caused caused a customer to bump head, and sustain a bruised tailbone. The cause of elevated bg was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Additionally, customer believes unrelated cardiac issues could have contributed to the reported event. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. No information was provided regarding release date; however customer indicated the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.